Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have an insert slide clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the insert slide clamp alarm was determined to be the safety/slide clamp assembly out of calibration. To correct the condition, the safety/slide clamp assembly was calibrated. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.